Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing the third stapling for the separation of the stomach in a laparoscopic gastroplasty for morbid obesity, the device did not fire. A new device was used to complete the case. There was no patient injury.